Event description:
A report was received via implant warranty and registration form that a patient underwent a full revision for high impedance. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. Information was received that impedance test was done and was out of range prior to the case being scheduled. It was stated that the device and the lead will not be returned. No additional relevant information has been received to date.

Event description:
Review of programming history database revealed that the high impedance seen on the patient's generator was seen on a system diagnostics test and therefore is a true high impedance event. No additional relevant information has been received to date.